Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer had symptoms such as flu like symptoms and treated with insulin pump and ten unit injection. Customer's blood glucose value was 452 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on saturday (B)(6) 2017 at night. The customer declined troubleshooting. The product was not returned for analysis.